Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hysterectomy. According to the reporter: the forceps were difficult to insert as sealing was stiff. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding